Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device code (B)(4) - used for device not properly responding to magnet and not inhibiting therapy.

Event description:
It was reported that the patient presented for an unrelated procedure. A magnet was placed to inhibit high voltage therapy from the implantable cardioverter defibrillator. While burst pacing the patient to induce ventricular standstill, the device provided inappropriate high voltage therapy to the patient. The patient was under anesthesia during the episode and did not experience further adverse consequence.